Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2023).

Event description:
It was reported that during a stent placement procedure, the stent allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly ruptured. It was further reported that the stent allegeldy had expansion issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques', 'post stent expansion with a pta catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel, but that is not larger than the stent diameter itself.' A stent size selection table is part of the instruction for use describing the reference vessel diameter versus the unconstrained stent inner diameter. H10: b5, d4 (expiry date: 04/2023), g3, h6(device) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.